Event description:
The customer stated that they received erroneous ise results for one patient sample tested on the cobas 8000 ise module. Of the mentioned results, the erroneous result for ise indirect k for gen.2 was a reportable malfunction. The initial k value was 3.8 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting as 4.5 mmol/l. The 4.5 mmol/l value was deemed to be correct as it matched the patient's medical history. The erroneous result was reported outside of the laboratory the patient was not adversely affected. The k electrode lot number was p84. The electrode expiration date was asked for, but not provided. The field service engineer could not determine a cause. He cleaned and checked the ise dilution vessel. He verified the vacuum diaphragms and pumps were working correctly. He checked the ise sipper flow path and o-ring connections. The customer verified that all ise controls were within range. The investigation could not identify a product problem. The cause of the event could not be determined.